Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the bubble detector sensor. The incident occurred in roslyn, new york. The affected bubble sensor was replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a defective/malfunctioning bubble detector sensor. No additional information was provided and a reportable malfunction cannot be excluded, there was no patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the event was about deflated bubble sensor cushions leading the bubble sensor to trigger false bubble alarms. The case has been re-evaluated as not reportable since an over sensing of the bubble sensor, triggering false bubble alarms, can not cause or contribute to death or serious injury. Indeed, the alarm can always be cleared once the line has been verified to be free of air and the perfusion can be easily restarted. If the alarms persist, there is always the possibility to override the alarm, allowing the perfusionist to start the pump again.

Event description:
See initial report.